Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an error after the reboot step while using the device updater to update their pump. Reportedly, when the customer was asked to plug into the device, the pump screen went blank and he received an error code. The customer accidentally exited out of the error code screen and does not know what specific error code occurred. During troubleshooting, tandem technical support advised for the customer to attempt to unplug the pump then reconnect it to the computer; however, the issue was not resolved. The customer attempted to use a different usb cable; however, the issue was still unresolved. There was not information provided regarding the customer's blood glucose level. It was confirmed that the customer had an alternate method of insulin delivery available.